Manufacturer narrative:
There is no further information available at this time. Should additional information become available to our company, this report would be updated as necessary.

Event description:
Boston scientific received information that this patient suffered a massive stroke two hours post returning home, following their pacemaker implant. The paramedics were called and the patient was transferred to a hospital where it was discovered the right ventricular lead had perforated into the left ventricle. A 12 lead electrocardiogram showed right bundle branch block. The pacing outputs were intentionally turned down to vvi 30 for patient's end of life.